Manufacturer narrative:
Resubmitting corrected MDR to provide exemption number in provided field. No new information to report.

Manufacturer narrative:
Upon further review of the latest tvt registry data received, additional events were identified, so the following fields have been updated. (B3, h1, and h10).

Manufacturer narrative:
This report 2 events of asd defect closure due to transseptal catheterization for the sapien 3 / commander delivery system in the mitral position. The average 'time to event' (tte, in days) for this event was 203. The device identification (di) numbers for edwards commander delivery system are: (B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with transcatheter heart valves. Transeptal approaches allow transfemoral (venous) access to the mitral valve by puncturing the atrial septum and advancing the delivery system through the opening. Usually, the septostomy closes on its own over time and does not require treatment. In some cases, the interventionalist will elect to close the created atrial septal defect (asd) during the initial procedure percutaneously with a septal occluder. Persistent iatrogenic atrial septal defects (iasd) are not uncommon and may be associated with the use of larger sheaths. These may require placement of a closure device in a repeat procedure and are considered serious injuries. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Thv/tvt registry alternative summary reporting adverse event submission for events received by ew during q3 for mitral serious injury events for the sapien 3 valve. This report summarizes 2 asd defect closure due to transseptal catheterization serious injury events for the sapien 3 transcatheter heart valve and commander delivery system. The age range for these events is 74-82 years. The breakdown for gender is as follows: 1 female and 1 male.